Event description:
During a low anterior resection procedure, the device was fired as per normal, but a portion of the circumferential staples were not fired. Tried to staple further down with another device. Pt received a colostomy. The pt is doing fine and has gone home but will be coming back for a reversal in three months.